Event description:
It was reported that the device was used during a laparoscopic heller myotomy, the shield did not engage and the blade did not retract as it was supposed to do. The puncture was made by the resident and not the surgeon. As a result, a mesenteric vessel was lacerated, which caused a fairly large mesenteric hematoma. They observed the hematoma to ensure that all bleeding stopped. The procedure was aborted. To date, no pt consequences.